Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was redness and swelling at the suture site. The suture had to be removed and replaced. There was no medical attention or hospitalization required. The wound healed successfully.